Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was not provided. As a result of the inaccurate readings customer believed themselves to be low and consumed carbohydrates. Reportedly, the customer went to the emergency room and was later admitted to intensive care unit (ICU) with elevated bg of 1270 mg/dl and high ketones, which were considered dangerous by healthcare provider. Reportedly, the customer also experienced low heart rate, esophagus damage, coughing blood and diabetic ketoacidosis. According to customer, customer experienced ¿lethal¿ levels of potassium, customer was unable to clarify further. The customer was treated intravenously with saline and insulin, and other unidentified fluids. Reportedly, the customer was released on (B)(6) 2021 with issue resolved and weight loss. A replacement sensor was sent to the customer.